Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and ok keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. It was noted that the ok symbol was slightly worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad was fully intact but the ok keypad symbol was worn. Evaluation revealed that all of the buttons were intermittently unresponsive and required multiple presses to elicit a response.